Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
This is a non-us event. This occurred in (B)(6). Consumer reported upon removal the string broke off leaving the tampon pledget inside her vaginal cavity. She manually removed the tampon pledget from her vaginal cavity and experienced discomfort. She did not experience any adverse health effects and did not seek medical attention.